Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. The service engineer (se) inspected the device. The se replaced the motor blower and performed maintenance on the ventilator. The ventilator passed all performance testing.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code and went into an inoperable state. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR: 08jan19. A motor blower assembly was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code and went into an inoperable state. There was no patient harm reported. The event date was not specified; estimate used.